Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/12/2018. The service engineer (se) inspected the device, replaced the touch frame, keypad and all tests were passed.

Event description:
It was reported that the ventilator extended self test (est) was failing the keyboard test and the keypad was not functioning. No patient involvement. The event date was not specified; estimate used.